Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was admitted after having follow-up labs. Pt was asymptomatic with normal vad parameters. However, pt had elevated lactate dehydrogenase hemodialysis for end stage renal disease (esrd). A computed tomography (CT scan was performed with normal findings. An echo ramp study was completed and confirmed unloading but not a complete response. The patient's labs have been drawn and pt placed on heparin drip. On (B)(6) 2014, pt underwent a pump exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.